Event description:
A hospital purchasing mgr reported that during cataract surgery, a system message was displayed that could not be cleared. It took approx five minutes to bring in another console. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the solenoid spacer. The system was then tested and met product specifications. No sample was returned on this service request. A review of the system's event log indicated multiple occurrences of a system message on (B)(6) 2011. The company rep replaced the solenoid valve washer to address the issue. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the customer reported system message was determined to be due to a nonconforming vent valve solenoid spacer. An internal investigation has been opened to address this issue. (B)(4).